Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. D4. Concomitant product UDI for pump is (B)(4) and for balloon is for (B)(4).

Event description:
It was reported that since device activation, the patient with an artificial urinary sphincter (aus) experienced recurring urinary incontinence. The issue may be related to a loose cuff, balloon not functioning properly, and improper pump inflation. Troubleshooting attempts were unsuccessful. The device remains implanted, and surgery is planned. No further patient complications have been reported.

Event description:
It was reported that since device activation, the patient with an artificial urinary sphincter (aus) experienced recurring urinary incontinence. The issue may be related to a loose cuff, balloon not functioning properly, and improper pump inflation. Troubleshooting attempts were unsuccessful. The device remains implanted, and surgery is planned. No further patient complications have been reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. D4. Concomitant product UDI for pump is (B)(4) and for balloon is for (B)(4).

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of urinary incontinence and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion codes of unable to exclude device problem and known inherent risk of device were assigned to this investigation. Model number/catalog number: 72400098 serial number: n/a batch/lot number: 1100547434 model/catalog description: pump unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100450179 model/catalog description: balloon unique identifier (UDI) # (B)(4).

Event description:
It was reported that since device activation, the patient with an artificial urinary sphincter (aus) experienced recurring urinary incontinence. The issue may be related to a loose cuff, balloon not functioning properly, and improper pump inflation. Troubleshooting attempts were unsuccessful. The device remains implanted, and surgery is planned. No further patient complications have been reported.